Event description:
(B)(6) 2022, the package was found broken during inspection. Involved 15 pcs. The devices were not unsealed. There were holes in the kits.

Manufacturer narrative:
(B)(4). Quantity of 15 devices found during incoming inspection. The device history review for the product visistat 35w 6/box lot# 73j2100447 investigation did not show issues related to the complaint.

Manufacturer narrative:
Qn#(B)(4). The customer returned (B)(4) of (B)(6) visistat 35w 6/box for investigation. The individual returned units were unopened samples in original packaging. The packaging of each returned unit was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. It appears that there is a crack near the tip of the devices where the staples are ejected. The sterile barriers of the returned samples are compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73j2100447 was manufactured on 09/14/2021 a total of (B)(4). Lot was released on 09/27/2021. DHR investigation did not show issues related to complaint. The sterile barriers of the returned samples are compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
28 mar 2022, the package was found broken during inspection. Involved (B)(4). The devices were not unsealed. There were holes in the kits.